Manufacturer narrative:
Case with patient identifier (B)(6) is related to (B)(6).

Event description:
It was reported the patient received the following results within 10 minutes on (B)(6) 2019: 170 mg/dl (system 1, lot 498290) and 450 mg/dl (system 1, lot 497685). The patient also received the following results within 10 minutes on an unknown date: 180 mg/dl (system 2) and a result in the 300's mg/dl (system 2). An unknown strip lot and either lot 498290 or 497685 were used in the comparison.